Event description:
The patient was admitted with the intention of changing his generator in the ep lab (had reached eri). He was taken there and per the FDA advisory, the lead was examined under fluoroscopy. It showed evidence of typical fracture of the insulation with protrusion. Accordingly, this procedure was delayed and the following day he was taken to the operating room. Notes from the operative report: "the riata lead in place was a passive fixation lead. It was amputated and a laser locking stylet passed down its length. Using an excimer laser, we were able to remove this lead in its entirety on examination confirmed the presence of the expected fracture between the distal and proximal coils." The patient tolerated the procedure well, and also did well post-operatively. Note: the 2005 surgery did not take place at this facility, so we do not have any other specific information regarding the original implantation.